Event description:
It was reported to philips that the c-arm cannot move to 90 degrees. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced c-arm motor and perform adjustments which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned as 90-degree angle was not necessary in that procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc couldn¿t rotate to 90-degrees. Upon functional testing, the fse found that the c arc motor had problem. To resolve the reported issue the fse replaced the c arc motor and perform adjustments. After replacement and adjustment of the c-arc motor, the system returned to use in good working order. The codes were updated based on the investigation outcome.